Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a broken cable. The issue was identified during reprocessing. There was no patient involvement.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is damage on coupler unit, there is damage on head unit a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue of a broken cable was damage to the cable unit. The most probable cause of the damage to the coupler unit and head unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.